Manufacturer narrative:
(B)(4); batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused, or contributed to the event. The lot/batch was not provided, therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a routine lap gastric bypass procedure that as the surgeon was forming the pouch with a blue stapler on the 4th or 5th firing of the device, he noted what he thought appeared to be malformed staples that were at the very distal end of the staple line beyond the edge of the pouch that had fallen onto tissue just below the pouch and were very visible. Upon further examination and extraction from the abdomen they appeared to be almost square shaped staples that from an engineering description came from the most distal row and its outer corner edge staple furthest from the staple line on both sides. All staples within the rest of the staple line appeared normal, but these 2 were exceptions. Procedure was delayed for an unknown amount of time. Surgeon was uncomfortable with these staples so oversewed the entire pouch and remnant side with suture to prevent any problems. There were no adverse consequences for the patient.